Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on (B)(6) 2023, the patient reported resolving shortness of breath and vomiting and was told to report to the ventricular assist device (vad) center ER immediately. The patient did not report to their nearest vad center. On (B)(6) 2023, the patient started driving to their home hospital. On (B)(6) 2023, the patient arrived with possible sepsis, an international normalized ratio (inr) of >8.5, and a white blood cell count of 12.2. The patient later reported they hit their head on a shed. On (B)(6) 2023, blood cultures were positive for methicillin-resistant staphylococcus aureus (mrsa). The patient had a chronic driveline infection and was taking doxycycline 100 mg by mouth twice daily for chronic suppression. Per infectious disease the bacteremia were likely related to the ventricular assist device (vad)/driveline. A computed tomography (CT) was requested by ID to rule out fluid collection or abscess related to the vad/driveline/bacteremia. Vancomycin and cefepime were to be continued. Mycamine (micafungin) was discontinued.

Manufacturer narrative:
Onset of driveline infection captured under MFR. Report # 2916596-2023-06905. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The patient's expiration was not considered to be device-related as the device reportedly operated as expected. It was reported that (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. This IFU outlines care instructions in reference to preventing infection, including exit site treatment. The patient handbook provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to an acute intraparenchymal hemorrhage within the left cerebellar hemisphere with intraventricular extension into the fourth ventricle.